Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on one patient sample on a dimension exl 200 instrument. The initial discordant result was reported to the physician(s). The sample was repeated on the same instrument with a new flex reagent, resulting without change. The sample was then repeated on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant, falsely elevated hb1c results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2014-00580 was filed on november 14, 2014.additional information/ correction (10/21/14): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probe 1 tubing due to a pin hole, primed the system, and ran a system check. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated hb1c results is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.